Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the physician was not happy with the location that the lead was implanted. Reportedly, the lead had not migrated and therapy had not been turned on yet. As a result, the physician explanted and replaced the lead in order to place it in a better position.